Event description:
Boston scientific received information that this right ventricular lead was removed from the left ventricle and left subclavian artery. Homeostasis was achieved and a new lead was implanted through the left subclavian vein with successful parameters. This lead was no longer in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead¿s distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Cuttings in the insulation were found which occurred most likely during the explant procedure. Blood penetrated the lead in these areas. In summary, a bend in the lead¿s distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.